Event description:
The manufacturer previously received information alleging a ventilator was alarming for a circuit disconnect alarm condition. There was no harm or injury reported. There was no evidence the device was in patient use. The ventilator was returned to a third-party service center for evaluation. During the evaluation the device failed test steps for the low flow o2 verification test step and a display test step failure. The device's system board and display board were replaced to address the issues. There was electrical damage on the system board, although no exposed wires or thermal damage. The device's blower was found to be failing due to contamination and was replaced. The customer's complaint of circuit disconnect was not duplicated. Several components were replaced to dust contamination. The device was tested and passed all final testing.